Manufacturer narrative:
Regarding a single occurrence of a gas loss alarm. She reported that the alarm activated once, after which she verified that all tubing and connections were secure and appropriate and confirmed there was no blood or discoloration in the helium tubing. User utilized the help screen, performed an iab fill, and pressed start, which resolved the alarm and allowed therapy to resume. She called to confirm that no additional actions were required.user reported that the patient was alert and oriented, mechanically ventilated, and experiencing constant hiccups. The nature of the gas loss alarm was reviewed, and it was explained that the alarm was likely triggered by increased intrathoracic pressure related to the patient¿s persistent hiccups while on the ventilator. User was provided with direct contact information and advised to call back if the alarm occurred multiple times within an hour so further troubleshooting could be performed together. She expressed appreciation for the support provided. No ahrm or injury provided.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation and component codes) a leak in the iab circuit alarm. Nurse reported that the alarm occurred once. Upon assessment, nurse confirmed that all tubing and connections were secure and appropriate, and verified there was no blood or discoloration present in the helium tubing. Nurse then utilized the help screen, performed an iab fill, and pressed start, which resolved the alarm and allowed therapy to resume. Nurse inquired whether any additional actions were required. Further discussion determined that the alarm was likely triggered by increased intrathoracic pressure associated with the patient¿s constant hiccups while on the ventilator. Nurse reported the patient was alert and oriented but ventilated with persistent hiccups. Nurse was advised on the nature of the alarm and instructed to monitor for recurrence. Contact information was confirmed, and nurse was encouraged to reach out if the alarm occurs multiple times within an hour for further troubleshooting.

Event description:
Na.